Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer performed the load fill tubing sequence while connected at the infusion set site. The customer's blood glucose level was 80 mg/dl. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.